Event description:
A healthcare facility reported that the connector wires in an rt114 adult breathing circuit were bent. There was no patient consequence as the fault was found immediately upon opening the package.

Manufacturer narrative:
The complaint circuit was not returned for evaluation. Our analysis is based on the description of the event and our knowledge of this type of failure. Results: based on the information provided by the customer, the fault is most likely a bent heater wire pin in the inspiratory limb. A lot check revealed no other complaints for this lot number. Conclusion: the straightness of the heater wire pins is currently checked during the final resistance testing of the heater wire performed just before the product is pressure tested and packed. The testing probes are designed so as to make it impossible to insert the heater wire pins into the testing probe if they are bent. If the pins are unable to be inserted into the testing probe, they will fail this final resistance test and be discarded. It is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine weather the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. Our monitoring and trending of bent pins in adult breathing circuits has a rate in the last year.